Event description:
It was reported that the patient, implanted in 2004, was explanted of the vibrant soundbridge concerned on (B)(6) 2013. Reason for explantation was the decrease of benefit during the last years. Finally the patient did not have sufficient benefit. The surgeon decided to explant the device and to reimplant the patient with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.